Manufacturer narrative:
It was reported that patient suffered intercranial bleeding left hemisphere and died the following day. The death was classed a non-cardiac death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient death was due to a stroke. The investigator assessed the event as not related to the index device or antiplatelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx stents were implanted into the lad. Approx 7 months post index procedure the patient died. Safety assessed the event as not related to the index device or anti-platelet medication.

Manufacturer narrative:
Cec adjudicated the intracranial bleeding as a bleeding event barc type 5 and the resulting death as a vascular death. If information is provided in the future, a supplemental report will be issued.